Manufacturer narrative:
Philips service replaced the geo pc and loaded software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movements were partially unavailable due to a defective geo pc on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.